Manufacturer narrative:
The lot number of the plates was able to be identified as only one lot was distributed to this facility. The manufacturing records were reviewed and no anomalies or non-conformances were identified. Two sternalock blu plates and 28 screws were returned without the original packaging. There was no complaint of the screws, they were returned only to assist in the investigation. The screws were visually evaluated and they were all found to be intact with no signs of failure or fractures. The locking threads have been slightly deformed showing signs of use and engagement with the plate. The user noted that the screws showed good fixation and had no complaint regarding them. The plates were visually evaluated and both were found to be fractured. Both plates fracture is through one of the screw holes near the center of the plate and are perpendicular to the length of the plate. One of the plates has been cut down two screw holes likely to fit the patient¿s anatomy. This cut did not have any impact on the function of the plate and did not cause the fracture. The thickness and width inspected on both plates using a caliper. The dimensions were found to be within tolerance for both plates. The plates were used to fixate the patients 9th rib, but it is not known if the fixation was anterior or posterior. According to the instructions for use (IFU) this product is indicated for ¿use in the stabilization and fixation of fractures of the anterior chest wall¿. The IFU also states ¿if there is delayed union, nonunion, or incomplete healing of bone, the implant can be expected to bend, break, or fail. Therefore, it is important that immobilization of the fracture site be maintained until firm bony union (confirmed by clinical and radiographic examination) is established.¿ the sales representative also mentioned that the patient¿s weight was ¿extreme heavy set¿. There are no indications of manufacturing defects. Based on the data available through the review and investigation of this file, the most likely cause of the fracture is excessive force applied to the plates after implantation. File one of four for the same event, reference 1032347-2015-00414, 1032347-2015-00415 and 1032347-2015-00416.

Event description:
It was originally reported that no revision surgery was scheduled. The facility returned the implants to the manufacturer. It was confirmed a revision surgery was performed (B)(6) 2015 with no prior notification to the sales associate or zimmer biomet.

Event description:
It is reported the rib plate on the 9th rib broke. The screws are still secure and both halves of the plate are attached to the bone. The rib did not heal, however no revision is scheduled at this time. The two ribs above healed with no issues.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. The lot history of the implanted unit is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.